Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tube broke from the hub when removing the needle. An enhanced CT scan was performed to find the broken piece, which was then removed by the doctor. The following information was provided by the initial reporter, translated from (B)(6) to english: "when pulling out the needle, it was found that the 22g intima's catheter tube was broken 1cm in the body. The first x-ray did not find it, so the green claim settlement was needed, and the complaint reply letter was also needed, and the article number and batch number cannot be provided for the time being. 2021-3-23: received an update from the sales representative, and the description of the incident was updated as follows: after the tube was broken, an enhanced CT scan was performed on the patient, and after the positioning in the body is determined, the doctor takes it out."